Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) interconnect flex is out of specification (flex routed incorrectly). Upper and lower cases are broken. The ring is bent.

Event description:
It was reported the case is broken at a hinge where a cover attaches. It was also reported the hanger at top, rear is bent. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.